Manufacturer narrative:
Final analysis found clavicular crush damage to the outer insulation, outer coil and inner insulation at 25.1 cm to 26.0 cm from the connector pin. The outer coil was fractured in the same area.

Event description:
It was reported that the right atrial lead sustained rib clavicular crush. The was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.